Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility reported a pump in which the pump head module channel will not open when the open button is pressed. The reported condition was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.